Event description:
The customer reported that the battery was not charging.

Manufacturer narrative:
(B)(4). The customer reported that the battery was not charging. The device was evaluated by philips. The symptom could not be duplicated. However, the power supply was replaced to resolve the issue.